Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings:a review of the black box showed unexplained reboots had occurred on 07/21/2015, 07/22/2015, and 07/26/2015. Visual inspection revealed a crack in the battery compartment and rust/corrosion inside the battery compartment. Leak testing revealed a leak at the battery compartment crack. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.